Event description:
Additional information was received. The site was able to get a registration of 1.5 mm. They also believe it was because the patient was scanned supine, however, for the case, the patient was laying prone. Causing it to be a more challenging case.

Manufacturer narrative:
Additional information added to b5. H3, h6: software data was received for analysis. There were 7 session on the date of issue. Site performed many registration only in first session, out of them only two times registration was failed and other registrations were passed with an accuracy of below 5mm. Archive has 1mr exam with 188, the trace type registration was used, many points were sunken into the skin and many were found in the air. Apart from that there was no abnormality observed related to the reported behavior. Suspecting the registration pattern might have caused the reported behavior. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. B01 and c19 are applicable. Previously reported code d15 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that when trying to get a registration on a prone patient using magnetic resonance imaging (MRI), they were not able to get a good accuracy. It appeared the probe was deeper then it was when it was resting on the skin. They were unable to use the nose. It was noted they were using trace registration. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (software version: 2.1.0) h3, h6) no parts have been received for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.